Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, pt death occurred. The physician implanted a 3.00x28mm taxus express2 drug eluting stent in the 90% stenotic proximal to mid left anterior descending (lad). The lesion was 25.5mm in length and 2.1mm in diameter. After the procedure, the pt was prescribed ticlopidine and aspirin. Regular follow up eval were performed once every two months and the pt exhibited no symptoms or problems related to the taxus stent. Approximately 11 months later, the physician was notified that the pt had died in her home. The cause of death is unknown. Further info was requested, but was unavailable.

Manufacturer narrative:
Device analysis: the delivery device was disposed and the stent remained in the pt. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. This investigation will be assigned the most probable root cause classification of anticipated procedural complication as the complaint is due to a known physiological effect of the procedure noted within the dfu, and/or device labeling.